Event description:
It was reported that this implantable pacemaker was explanted due to the patient developing an infection and erosion. The device will not be returned. No further adverse patient effects were reported.